Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Blood glucose value at time of event was 132mg/dl and caller stated that the sensor glucose value was 50mg/dl and blood glucose value was 96mg/dl, the customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial insertion needle and performed visual inspection and checked insertion needle for burrs or hooks and dull needle tip defects and none was found. Insertion needle passed per specifications. See attachment file for details. Missing one guardian sensor.